Event description:
On (B)(6)2014, the lay user/patient¿s daughter contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter was reading inaccurately high compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2014 at 3am, the patient obtained an alleged inaccurate high reading on the subject meter of ¿104 mg/dl.¿ it is not known how the patient was feeling at the time, nor is it known what are typical/normal results for the patient at that time of day. The patient reported that he manages his diabetes with insulin (no adjustments). The reporter denied that the patient took any action in regards to his usual diabetes management in response to the meter result. The patient¿s daughter claimed that between ¿6:30- 6:45am¿ that same morning, the patient was found to be ¿non-responsive, defensive¿. Emergency medical services (ems) was reportedly contacted. The reporter stated upon ems arrival, they tested the patient¿s blood glucose with their device and obtained a result of ¿32 mg/dl.¿ the reporter claimed the patient was treated with food and/or drink by an hcp. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure, the patient was using the correct testing technique and his test strips had been stored correctly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by an hcp shortly after obtaining an alleged inaccurate high reading with the subject meter.

Manufacturer narrative:
Follow-up # 1 ¿ (09/04/2014), the lay user/patient¿s products have been returned, and were evaluated on 08/29/2014 by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.